Manufacturer narrative:
(B)(4). Medical product-unknown oxford bearing, unknown oxford femoral, unknown oxford tibial tray. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00458, 3002806535-2017-00460.

Event description:
It was reported that patient was revised due to loosening one month post implantation.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.